Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was able to power-on using ac and battery power after charging the battery. The device was able to alarm with audio and visual status indicators when alarm limits were breached. The device was operated to obtain spo2 and pulse rate readings and was left on for over an hour without any issues. The device log was reviewed and it showed that the instrument board supervisor temperature became out of range on several instances. The device was placed in the burn-in oven at 35 degrees celsius and within 20 minutes the screen went blank and the device went into a 9 beep alarm mode. The u3 component on the system circuit board was examined and a soldering issue was observed which could have potentially caused the unit to heat up and enter the 9 beep mode. A service history record review reveals that this unit was in the field for over ten (10) months with no previous confirmed issues related to this reported event.

Event description:
The customer reported the rad-97 device has been randomly going black. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the rad-97 device has been randomly going black. No patient impact or consequences were reported.